Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 179 mg/dl. The needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The device was received deployed. The download data shows the first prime completed at pulse 46 and deactivation occurred at pulse 46. Found the firing flat in the vertical position, the position expected at the end of the second prime, indicating the ratchet gear was in the wrong position at the start of the first prime. The needle mechanism was reset and deployed with no issue.